Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: this complaint file was opened to document complaints derived through a journal article review. The journal article review indicated depuy mitek product failure(s). Multiple attempts were done to obtain more information from the author, however, no response was received. It is unknown if complaints derived from this journal article were previously reported and documented in the depuy mitek complaint system at the time of occurrence as no product code/lot number information was provided to perform the search. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported problem. Given that no lot number was provided, a manufacturing record evaluation (mre) or sterile load review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). UDI: unknown. The UDI is unknown at this time.

Event description:
This file is a review of the following journal article: gehring, m., et al (2019) a novel surgical technique for resuspension of digital pulp tissue after degloving injuries. Prs global open, vol. X, pages 1-3 (USA). The study emphasizes on the description of a case report of an internal degloving injury successfully treated in a novel fashion with suture anchors and sclerosing agents. The patients evaluated on course of this study: a 39-year-old patient. The article describes the following procedure: dip capsulotomy, volar plate release, and pinning with a buried kirschner wire were performed to correct the joint contracture. The devices involved were: unk-implant (micro qa -quick anchors). Complications described: the patient did require 1 additional formal washout due to infection (anchors were salvaged), but ultimately healed well with heel stability and painless ambulation in 15 weeks.